Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04491. It was reported that balloon rupture occurred. The target lesion was located in left anterior descending artery. A 10/3.50 flextome¿ cutting balloon¿ was selected to be used. During the procedure, it was noted that the balloon ruptured at 2 atm. Another 10/3.50 flextome¿ cutting balloon¿ was used but it also ruptured on first inflation at 2 atm. The ruptured balloon was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified 1mm proximal to the proximal edge of the proximal markerband. The blades, markerbands and tip section of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A visual and tactile examination found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04491. It was reported that balloon rupture occurred. The target lesion was located in left anterior descending artery. A 10/3.50 flextome¿ cutting balloon¿ was selected to be used. During the procedure, it was noted that the balloon ruptured at 2 atm. Another 10/3.50 flextome¿ cutting balloon¿ was used but it also ruptured on first inflation at 2 atm. The ruptured balloon was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.